Manufacturer narrative:
This report is for an unknown insertion instruments/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the prodisc c arthroplasty procedure, the prodisc-c trial implant became stuck in the trial inserter. Once removed it would no longer attach to the inserter. The procedure was successfully completed by using the trial without the trial inserter. There was a 15-minute surgical delay. Patient outcome has no issues. Concomitant device reported: trial implant medium-5mm (part #: 03.820.025, lot #: a7qa48, quantity: 1). This complaint involves two (2) devices. This report is for one (1) unk - insertion instruments. This report is for 2 of 2 for (B)(4).